Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reload was effectively deployed using an in-house stapler, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out uncovering no further issues. The stapler instrument was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, an unclamped successfully. The instrument was successfully fired with an endowrist 45 blue reload. Visual inspection was performed and no damage was observed. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported 1x stepped along with green filling. Customer changed filling and inserted sureform into the patient, after which customer found out that the sureform no longer opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not tightly closed on the tissue. The customer stepped 1 time, then change the filling and then the filling in the patient's abdomen didn¿t open. Other than that, no adverse effects, no unexpected tissue removal, no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.